Event description:
When the tritome was bowed upward, bow was not straight and was off to the side. Tritome was repositioned and tried again with the same problem being noted. The tritome was withdrawn and another tritome was obtained to successfully complete the procedure. There was no harm to the patient.what was the original intended procedure?endoscopic retrograde cholangiopancreatography (ercp).device #1is this a laboratory device or laboratory test?no.